Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae in both eyes (ou) with reduced best corrected visual acuity (bcva) in the left eye (os), post treatment. It was stated that the patient had loss of bcva. The patient complained of blurry vision, more in the os than the right eye (od) and discomfort in the os. Patient reported symptoms are not interfering with daily activities. A flap lift and smooth was performed in os on (B)(6) 2019 and the od was deferred until (B)(6) 2019. Bcva from (B)(6) 2019: right eye pre-op 20/20 -5.75 x -.50 x 110, left eye pre-op 20/20 -5.50 x -.50 x 99.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.